Manufacturer narrative:
The customer¿s reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 242.4030 on 8100 unit. Technical support - 1.tech has error code 24. 2-4030 on 8100 unit; 2. The error is a motor error first to replace is the ail sensor next would be the motor controller board then would lend to the logic board. 2. Confirm part number for ail sensor. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - the error is a motor error first to replace is the ail sensor next would be the motor controller board then would lend to the logic board. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Not received.

Event description:
The customer reported error code 242.4030. There was no patient involvement.